Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.